Event description:
A davol/bard simpulse solo system was used during total hip replacement orthopedic surgery for irrigation. The irrigation tip became dislodged and remained inside the pt (not radiopaque not noted to have foreign body in field). During a second surgery the fb was noted and removed though cause for second surgery was unrelated to the fb presence. Subsequently during use in a vascular procedure two days later, the same problem occurred but was noticed by the team and did not result in any harm or rfo. Product: stryker accolade right total hip and components implanted (B)(6) 2013. These are not involved in this products problem though.